Event description:
During baxter service evaluation a colleague infusion pump failed to audibly alarm for failure code 550:121:1005:0000. This condition occurred during service. There was no patient involvement, injury or medical intervention related to this condition. This device utilizes user interface module master software version 5.09.90 categorized as unremediated.

Manufacturer narrative:
The condition of failure to alarm was confirmed and found to be due to a damaged speaker harness. The rear housing assembly was replaced to correct this condition. A follow-up report will be submitted if additional information becomes available. (B)(4).